Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline fill ce contained foreign matter. The following information was provided by the initial reporter: "the customer saw a brown spot in the posiflush syringe. They have the syringe and they didn´t use it."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/8/2021 h.6. Investigation: the affected sample was returned for evaluation by our quality engineer team. Through inspection of the sample, a brown spot was observed embedded within the barrel component. The particle does not cross the barrel wall. A device history record review was completed for provided lot number 0279389. The review revealed open quality notifications during the production process related to carton particles within the molding area, resin dryers, and assembly station. It has been determined that the observed defect was directly related to the noted quality notifications. The resin used for the product was contaminated with carton particles which became embedded within the barrels. This resulted during installation practices and was undetected by the operators. The affected resin was used for several days with no issues identified. Once the carton particles were detected several quality notifications were opened and the final product was held for inspection and segregation. A new resin batch was used to continue the manufacturing process. It has been determined that the affected product was a result of a few small carton particles remaining in the molding press machinery due to static electricity. H3 other text : see h.10

Event description:
It was reported that syringe 10ml saline fill ce contained foreign matter. The following information was provided by the initial reporter: "the customer saw a brown spot in the posiflush syringe. They have the syringe and they didn´t use it."